Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a motion sensor test failure. The customer¿s blood glucose level was unknown. The product will not be returned for analysis.

Manufacturer narrative:
Findings: unit received motion sensor test failure alarm during rewind due to motor encoder out of phase. Unable to perform displacement test, operating currents, self test, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant motor error alarm. No cosmetic damage noted.